Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site. The report of mid09 (air trap assembly) error message was reproduced during functional testing and was confirmed during review of the retrieved event log. The root cause is due to a damaged start-up kit (suk) consistent with the reported event; however, the suk was disposed and an investigation on this device was not performed. The thermogard console is a reusable device and was manufactured on 28 jan 2013. It is approaching its expected serviceable life of five years. During evaluation, the airtrap was removed, disassembled, and moisture was cleared off; however this did not resolve the issue. The airtrap block was replaced and this resolved the mid09 error message. The console was further tested and passed all final testing criteria without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) displayed a mid09 (air trap assembly) error message. Upon inspection, it was found that the start-up kit (suk) was damaged causing fluid ingress into the suk airtrap holder. Evidence of leak was also observed around the console. The issue occurred during console warm-up phase. No patient involvement.